Manufacturer narrative:
The problem was due to a component failure (damaged fiber lens). We are unaware about pt injury.

Event description:
The laser system has the following problem: "output energy from the fiber dropped down significantly and incomparable to internal energy meter readings. Focusing lens was found with damaged coating and need to be replaced." No adverse effects to pt were reported.